Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom air in line was confirmed; however, it could not be reproduced. It was caused by a failed upstream sensor. The evaluation also found the upper and lower readings, on the ultrasonic sensor, with a fluid filled tube to be out of specification. Low ultrasonic readings make the pump more sensitive to air in line and upstream occlusion alarms. As a result, the upstream sensor was replaced.

Event description:
It was reported that a pump was alarming for an air in line. There was no patient involvement.